Event description:
The customer reported that there was a loss of motorized movements. When the motorized movements are completed down, the cranial and caudal movements are not available. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info was not reported. No ge service was performed. The customer cleared the fault.